Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient experienced nodules on the abdominal area due to infection, along with increased stiffness at night, on (B)(6) 2026. The patient was treated with antibiotics and ointment. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.